Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen).(B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 186, 176, 199 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 82 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer is storing the strips in different locations of the house, including the kitchen, makeup room and living room. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history (date/time not set): result 1 : (B)(6) 186mg/dl 726p fasting; result 2: (B)(6) 186mg/dl 7:24a fasting; result 3:816p 176mg/d (B)(6) fasting; result 4: (B)(6) 815a 199mg/dl fasting; result 5: (B)(6) 850a 207mg/dl fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 8/13/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 186, 176, 199 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 82 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 07/25/2018, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer is storing the strips in different locations of the house, including the kitchen, makeup room and living room. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history (date/time not set): result 1:7/25, 186mg/dl, time: 7:26p, fasting; result 2:7/24, 186mg/dl, time: 7:24a, fasting; result 3:816p, 176mg/d, time: 7:24, fasting; result 4:7/24, 815a 199mg/dl, fasting; result 5:7/23, 850a 207mg/dl, fasting.